Event description:
Reportedly, the instrument's jaws were difficult to open and release from the tissue on the second firing. Once the instrument's jaws were opened, bleeding from the vessel was noted. The dr then decided to clamp the vessel and convert the procedure to an open surgery to complete the case without further incident. Procedure: wedge resection. Pt status: no pt injury reported.